Manufacturer narrative:
The event date is unknown. The results / method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported the patient's lead showed high impedance. As a result, the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The reported observation of high impedance was confirmed. The lead was returned cleanly cut in 3 pieces as a consequence of the explant procedure. Microscopic inspection identified a kink in the lead body where all the internal wires were broken and separated. As the high impedance was observed prior to the revision, the cause of the broken wires is consistent with the lead being subjected to an overstress condition or sudden event while in vivo.